Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pt graphic, allstar. Embolic protection: emboshield nav6. Other: bivalirudin. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the products because they were not returned for investigation. Inaccurate delivery and/or poor wall apposition can be the result of, but not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, and/or device positioning. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. In this case, it appears that anatomical conditions caused the difficulty, as it was reported that due to a 90 degree bend in the vessel, the stent was implanted slightly beyond the lesion and was not fully apposed to the vessel wall. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for difficult to deploy or inaccurate delivery reported for this lot. Overall, the reported deployment difficulty and inaccurate delivery appears to be related to case circumstances, and there is no indication to suggest a product quality deficiency. The emboshield nav 6 is being reported under a separate medwatch report number.

Event description:
It was reported that during the procedure in the right internal carotid artery, the emboshield nav6 filter was deployed successfully beyond the lesion. An rx acculink stent was deployed; however, due to a 90 degree bend in the vessel, the stent was implanted slightly beyond the lesion and was not fully apposed to the vessel wall. Post dilatation was performed and the nav6 retrieval catheter was advanced. Due to the bend in the vessel, the retrieval catheter could not advance. Attempts were made to rotate the patient's head and massage the artery but the retrieval catheter could not advance to the filter. The retrieval catheter was withdrawn from the anatomy. The sheath was advanced through the stent and was able to capture the filter and pull it down into the aortic arch, where it was successfully removed from the anatomy using the sheath. Direct stenting was performed using a second rx acculink stent at the proximal segment of the lesion, successfully covering the lesion and straightening out the bend. Post dilatation was not performed. Residual stenosis was 30%. Although there was a significant clinical delay in the procedure, the patient experienced no neurological effects and is reported as doing fine. Though requested, no additional information was provided.